Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient complained the scs system was not providing adequate pain relief. Reportedly, the issue began for the patient after a recent fall. The abbott representative met with the patient for a reprogramming, but the new programs were not effective. Consequently, surgical intervention was taken, the lead was successfully replaced and the reported issue was addressed.